Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported thrombosis, occlusion and stenosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2016. Approximately four months and seven days later, on (B)(6) 2016, the patient was diagnosed with occlusive thrombosis involving the right axillary, subclavian, and internal jugular veins. On or about (B)(6) 2016, a venography exam confirmed extensive thrombotic occlusion and severe stenosis of the affected veins. The plaintiff subsequently underwent catheter-directed thrombolysis and thrombectomy. Post-procedure imaging revealed residual stenosis at the subclavian and jugular vein confluence, but with anterograde flow into the superior vena cava (svc). It was further reported that, on (B)(6) 2017, the implanted port was removed. However, the current status of the patient remains unknown.